Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when or where the event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.